Manufacturer narrative:
Investigation summary : since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced leakage through the bc valve. The following information was provided by the initial reporter: material no.: 382523, batch no.: 0169672. IV catheter back check valve was defective. After needle removed blood flowed out freely x 2 occasions, no product available to return.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced leakage through the bc valve. The following information was provided by the initial reporter: material no.: 382523, batch no.: 0169672. IV catheter back check valve was defective. After needle removed blood flowed out freely x 2 occasions, no product available to return.